Manufacturer narrative:
(B)(4). The complaint device was not yet returned to the manufacturer so a device evaluation has not yet been performed. The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest this device was not manufactured to specifications. If add'l info becomes available at a later date, an updated report will be submitted.

Event description:
After imaging, a revolution ivus catheter encountered resistance at the stent overwrap during pullback. The ivus catheter was removed from the pt together with the guide wire as a single unit. Once the catheter was removed from the pt, the catheter port was observed to be damaged. The physician felt the catheter had become stuck on a stent causing the damage to the exit port. The catheter was no longer used and a second ivus catheter was used to successfully complete the procedure. The pt did not experience any adverse events.